Manufacturer narrative:
Patient information is unknown. UDI: ((B)(4). Implant and explant dates: device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter phone number: (B)(6). PMA 5210(k): device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: february 09, 2015. Expiry date: october 01, 2017. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a procedure there was intra-operative bone cement leakage. Before percutaneous vertebroplasty it was noted bone cement had leaked out. It was not used on patient since it was detected before use on the patient; they changed to a new one to complete. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Per facility - device is not expected to be returned for manufacturer review/investigation. Material is no longer available. An investigation summary was performed. The investigation of the complaint articles has shown that: no material received for investigation, which makes a determination impossible. Because of missing material and requested additional information only a DHR review on the listed article was possible. The DHR review shows that the device met the specifications at the time of manufacturing and distributing. The received product pictures show the device in unopened inner steril package presenting the fluid leakage as complained. Art. No.: 07.702.016s, lot no.: 4k53110, vertecem v+ cement kit, this lot was manufactured in february 2015, all parts according to our specifications. All devices were distributed worldwide and we are not aware of any quality issues or failures caused by a faulty product. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.